Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer with narcotics failed and required maintenance. A field service engineer replaced drawer controller and module controller printed circuit boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer with narcotic failed and user was unable to fix or recover it. The customer attempted to reboot the system, but it displayed a maintenance required message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.